Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella 5.5 for support during a high-risk cardiac procedure. It was reported that the patient had a run of ventricular tachycardia and was shocked. The placement signal on the automated impella controller went away. Two days later, the pump stopped and motor current high alarm were noted. The pump had critical purge rates less than one cubic centimeter per hour and purge pressures greater than 1100. Tissue plasminogen activator was independently ordered by hospital providers and started. The nurse notified local team that impella placement signal had gone out.

Manufacturer narrative:
Investigation summary: 5.5 pump sn (B)(6) and a purge cassette returned. Optical sensor issue: clinical details report that the placement signal went away on (B)(6) 2025. No further details were provided. Data logs were not available for investigation. Returned product was investigated and there were no abnormalities noted. The pump's 5s parameters were within the expected range. The pump passed laser continuity testing. When connected to a console for several hours, all 5s parameters remained stable and the ps readings were typical/remained stable. Since insufficient clinical details were provided, data logs weren't available, and there were no defects on returned product, the cause of the optical sensor issue could not be determined. Clinical details report a high mc pump stop alarm on 19/nov. Earlier that day, a high purge pressure alarm was reported. Tpa was reportedly used to troubleshoot. Data logs were not available for investigation. Returned product was investigated and the pump passed electrical resistance testing. There was noted to be biomaterial in the purge gap and around the impeller. The pump was connected to a console and high purge pressure reproduced. The pump was unable to be restarted, reproducing high mc pump stop alarms. Several windows were cut in the catheter to visualize the purge line, and it was found that blood had ingressed into the purge line up to the 75 cm mark (near the red plug), but not any further. There were no kinks noted in the patient cable or catheter. After several hours of attempting to purge and soaking the sidearm overnight, purge fluid had not gotten further than the connection between the sidearm filter and the purge lumen, indicating some sort of blockage. The red plug was opened and there was no ingress there, however, where the purge line transitioned from the larger to smaller tube, it was noted that there was a region of brown cloudiness in the tubing. The purge line was cut at this location, purge fluid was injected via a syringe, and then purge fluid was able to be injected from sidearm and expel at the location of the cut, indicating that this location was a potential cause of the blockage at the time of investigation. Based on clinical details provided, however, the high purge pressure event did not occur until the 6th day of support, suggesting this issue was not present from case start, as would be expected with a blockage in the red plug. There are several potential reasons that blood ingressed as high as it did in the purge line, though none could be confirmed with returned product. Purge pressure high: limited clinical details were provided. Additionally, the complication did not occur until 6 days into support, so the findings of blood ingress and a blockage in the purge lumen within the red plug does not explain the cause. Finally, data logs were not provided. For these reasons, the cause of the high purge pressure could not be determined. Pump stop: based on the findings on returned product and clinical details provided, the cause of the pump stop was determined to be due in part to the blood ingress into the motor. The proximal cause of the blood ingress could not be established. Ventricular fibrillation: clinical details report that the patient had a run of ventricular tachycardia on (B)(6). In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot. Device lot number: 1986735. Device history batch. Subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery site to support a 52 year old male patient who had been admitted in with an extensive medical history and comorbidities. The patient presented in scai stage d and with known history of cardiomyopathy, stented coronary arteries due to multivessel coronary artery disease, obstructive sleep apnea, an internal cardiac defibrillator (ICD), smoker history, and an ejection fraction of 15%. The impella 5.5 was placed as a bridge to work up for a placement of a left ventricular assist device (lvad). The 5.5 supported for a total of 6 days. During those days there were alarms and patient harms, inclusive of ventricular fibrillation and ventricular tachycardia treated by defibrillation. At the day 6 the pump had lost signal and stopped. They attempted to troubleshoot the malfunction of the pump stop by repositioning the pump. This did not resolve the malfunction and so the pump was removed. The patient survived the pump stop and removal. The pump removal was performed with no clinical consequence to the patient reported to the abiomed representative. The reported arrhythmia and placement signal issue are most consistent with patient-specific clinical factors, including the known critical illness and prior need for the ICD placement, as well as known underlying cardiac disease.

Manufacturer narrative:
B5 narrative updated and h6 codes were updated. Section d4 primary UDI number has been updated.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected. H6 component code was inadvertently omitted in the report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.